Event description:
New information received notes that the right atrial lead exhibited failure to capture.

Manufacturer narrative:
The reported events of helix mechanism issue, loss of sensing, noise, and loss of capture were confirmed. As received, a complete lead was returned in two pieces with the helix retracted and clogged with blood. X-ray examination showed that the inner coil inside the connector region was over-torqued consistent with procedural damage. Electrical testing found the lead was shorting due to an over-torqued inner coil at the connector region. The cause of the reported event of the helix mechanism issue was isolated to the helix being clogged with blood and over-torqued of the inner coil. The cause of the reported events loss of sensing, noise, and loss of capture was isolated to the over-torqued inner coil at the connector region which is consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial lead exhibited failure to extend helix, failure to sense, noise oversensing and high capture threshold. The lead was exchanged during the procedure. The patient was stable in condition.

Manufacturer narrative:
Further information was requested but not received.